Event description:
The patient used suspect device to check blood glucose and obtained a result of 110mg/dl. The pt repeated the test and received a result of 111mg/dl. The pt had symptoms of hypoglycemia. The patient's family member called the ambulance and the pt was taken to the hospital. At the hospital the pt's blood glucose level was 30mg/dl. The pt was treated with a glucose IV and sent home. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.